Event description:
Reportedly, an enteral feeding pump was being used to deliver nutrition to an intubated pt. The nurse noticed a flame ignite from the pump but the alarm did not go off. The nurse extinguished the flame. There was no pt injury.